Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided instructions to reset the pump and assisted the caller in the process. After resetting, the malfunction code did not recur, so the customer was advised to continue using the pump and to call back if any issues arose again. The caller understood these instructions.